Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer addressed alarms by changing infusion set and resuming insulin delivery. System check was performed with tandem technical support and a blockage in the tubing was identified. Customer reported switch to fiasp insulin coincides with onset of occlusion alarms. Clinical support informed customer that fiasp is off label per the user guide. Customer's blood glucose was 207 mg/dl.